Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that yesterday, a patient using two separate cadd pumps experienced air-in-line alarms on both pumps four times within 12 hours, causing three home care callouts and a visit to the clinic after the last alarm. The issue occurred multiple times. There were patient involvement and no apparent harm reported.

Manufacturer narrative:
A1: patient identifier updated. B3 - date of event was updated. D3 - manufacturing plant country was updated. D4 - expiration date was updated. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.